Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 11 years since the device was manufactured. It is likely the phenomenon occurred due to age deterioration.

Manufacturer narrative:
Due diligence was executed for this event. Supplemental report(s) will be filed as any relevant additional information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, the user¿s complaint of blinking front panel led lights was not confirmed. The device burned in for over two hours. Front panel buttons are functioning normally. Flashing lights did not occur during testing. However, found worn out scope socket causing poor connection and corrosion in air tubing. Device has non-olympus lamp with 400+ hours, which is light output below specifications. Unit is equipped with new type igniter and iris cable.

Event description:
As reported for this event, during an unknown procedure the device front panel was blinking, then all the led lights shut-off. This did not effect the procedure which was completed with the same device. There was no harm or adverse impact to the patient. Patient and procedure details are unknown. There were no errors, alarms or warnings.